Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "one side of the heart went to 200 and the other side quit". The patient also reported that their implantable pulse generator (ipg) "only lasted 2 years". The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.